Event description:
Procedure: bladder cystectomy. Reportedly, in 2004 during the cystectomy the dr realized he was using us surgical product so he switched to a competitor's product. The following day at approx 11:00 am the pt was returned to the or with bleeding. The dr reports the suture lines were disrupted, however, the dr did not signify which suture lines (uss or other) were abnormal. The surgeon proceeded to replace every other suture strand and tried to cauterize the bleeding tissue. On the following day at approx 7:00 am the pt was again returned to the or for bleeding. Again the surgeon did not signify which sutures were bleeding. At this time the surgeon replaced all of the sutures. The pt proceeded to recover uneventfully. Several attempts were made to procure records of the event, however, the facility was unwilling to provide any info despite being notified the info was needed for FDA reporting.